Manufacturer narrative:
The device is expected to return for investigation, however, it has not been received by the manufacturer.

Event description:
The event involved a report of chemotherapy leak during use with a primary plum set. The customer stated that mid-way through the administration of chemotherapy, a small leak was noted around filter component of the IV giving set. The device was in use for 30 minutes. There was patient involvement, unprotected chemo exposure, and a delay in therapy, however, there was no adverse event and no need for medical intervention.

Manufacturer narrative:
One used list# 140099290, ls pri plum 15 micron cl 0.2m pe 272cm; lot # 966455h was received for investigation. As received, the set was visually inspected and no visual anomalies were observed. The filter vents appeared to be in good condition. Chemotherapy was being infused when the reported complaint occurred. The set was primed and pressure leak tested according to product specifications and a leak was observed from the inlet filter vent. No leak was observed from the outlet filter vent for the duration of the test. Red dyed water was injected into the set to determine the mode of leak and red dye was seen to flow through a single pinhole in the middle of the filter vent. The inlet filter vent was extracted from the filter and examined under the microscope. A single pinhole was confirmed on the back of the filter. The reported complaint can be confirmed. The probable cause of the observed leaks is a hole in the filter vent material. A batch record review was performed to lot# 936455h, list# 140099290 and no discrepancies that may have contributed to a complaint of this nature were found. The quality inspection of final visual and physical evaluation results indicated that the product met specification requirements. Manufacturing quality (mq) performed visual and physical evaluation with zero defects found.